Event description:
It was reported that tandem mobi pump displayed cartridge alarm during use in morning. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin delivery with same cartridge, and no additional corrective actions were reported.